Event description:
Called to bedside for a soiled 2 fr PICC dressing. Upon assessment, noticed the dressing was intact but there was fluid under the dressing and the bio patch was completely saturated. Ivf (in-vitro fertilization) stopped and pa-c notified of findings. Nvat recommended contacting interventional radiology prior to removal to determine if it was possible to rewire the ruptured PICC. Further evaluated patient to determine if there were any viable vessels for nvat to replace the PICC if ir was not available. None were seen. Attempted to place a peripheral intravenous line to transfer continuous drips and was unsuccessful with traditional and usgpiv technique. Vascular access team (vat) was consulted and successfully placed an usgpiv. Aprn (advanced practice registered nurse) came to bedside along with vat and the nicu providers it was determined the vat team could try to rewire the ruptured PICC. 2 french single lumen PICC placed by dr on (B)(6) 2026 with 19cm total length and 0cm external catheter (catheter info: vygon ref vylf1020 with lot # 251010d expiration date 9/11/2028). This PICC was located in the right medial knee, possibly related to movement although the PICC was at the 0cm marking on the last dressing change and secure with steri strips in the traditional manner. All ivf and IV meds had been given via the infusion pump according to the bedside nurse. PICC was exchanged over-the-wire for a 2.6fr double lumen. Old PICC was not retained.